Event description:
The device was used during a laparoscopic appendectomy. Reportedly, after applying the device, the surgeon tried to open the device to reposition and the device would not open. The surgeon then forced it open. Another device was used to finish the procedure. No pt injury was reported.